Manufacturer narrative:
Device was received with normal operating currents and passed self-test, a21 error test. No unexpected off no power, low battery, battery out limit or failed battery test alarms during testing. (B)(4).

Manufacturer narrative:
Device was received with normal operating currents and passed self-test, a21 error test. No unexpected off no power, low battery, battery out limit or failed battery test alarms during testing.(B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had power loss. The customer¿s blood glucose level was unknown. The customer reported that the insulin pump loses power often and sometimes without warning. The insulin pump will not be returned for analysis.